Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknwon. Strip storage: unknown. Symptoms: dizzy, tired, sweaty. The pt reported that was not able to get a result from the meter. The meter allegedly does not turn on. There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment. The pt tried a new battery as well.